Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach and the capsule went into the stomach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure. A lubricant was used to facilitate placement of the capsule.